Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. The patient was asymptomatic. Programming changes were recommended. No further information is available.